Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. Following pre-dilatation of the lesion with a 2.0/15 non-bsc balloon catheter, a 16 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. The device was gradually inflated three times at 11 atmospheres; however, despite three inflations, the stent was not fully stretched and it was noted that the balloon of the device ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issue or damage with the stent profile. On initial visual analysis the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however inflation was not possible. The device was left to condition for 24 hours in a temperature controlled water bath so as to "loosen" the solidified media with the inflation lumen. To enable the investigator to fully assess the extent of the media build-up, the delivery catheter shaft was also cut (destructive test) at the proximal edge of the mid-shaft bond to assess the extent of the solidified build-up. Evaluation found that the proximal portion of the delivery catheter had its inflation lumen severely occluded with solidified blood. A pinhole was then identified at the proximal end of the balloon; at the balloon cone. The pinhole is located at a point above the proximal markerband. No balloon damage is evident adjacent to the pinhole. During a visual examination; the balloon wings were tightly wrapped and evenly folded and did not appear to have received any other further damage. Microscopic examination could not find any other evidence of damage like scratches to the proximal balloon cone that would signify difficulty advancing. Reviewing the batch crimp records there are no anomalies evident, with all parameters within the specified tolerance. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. Following pre-dilatation of the lesion with a 2.0/15 non-bsc balloon catheter, a 16 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. The device was gradually inflated three times at 11 atmospheres; however, despite three inflations, the stent was not fully stretched and it was noted that the balloon of the device ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.